Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Received a medwatch stating that a pt has a mesh implanted for inguinal hernia and experienced chronic pain.